Event description:
The customer called for assistance priming the insulin pump. During the call, the customer was having trouble seeing. The customer checked her blood glucose, and the reading was 33 mg/dl. Found that the customer is new to insulin pump therapy, and had attempted to insert the reservoir into the reservoir compartment, before first rewinding. The customer was connected to the infusion set during this time and may have accidentally delivered 100 units of insulin. The customer's daughter was with her at the time of the call, and was able to call the paramedics for assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.